Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer guided the pharmacy technician through a hard boot and a 45-minute shutdown. After rebooting, the customer was able to recover main drawer 5, pocket a3, which resolved the issue. The system functioned as intended after the field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es storage psace failed and was not releasing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.